Manufacturer narrative:
Patient weight not available. Device remained implanted in patient. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The position of the ipg was at an angle that made charging difficult. The patient was reportedly doing well after the procedure.